Event description:
Upon successful calibration, a neotrend-l sensor was attached to the vac and sensor insertion was attempted. The sensor would not penetrate past the vac hub. After many attempts blood was seen backing up the vac and then into the sensor and out of the advancement lock. After close examination of the vac, it was noted that the vac was an argyle 3.5 fr and not 3.7 fr. No intervention was required due to this incident.